Event description:
Customer reported that the insulin pump alarmed button error. Customer stated she was hiking when the alarm occurred. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit alarmed button error which was followed by intermittent buttons due to corroded keypad traces. The unit was received with cracked battery tube threads. The unit was received with missing end cap sticker.